Event description:
It was reported that the customer passed away. The caller stated that the customer experienced high blood glucose levels and diabetic seizures prior to his death. The customer stated that the customer was not wearing the insulin pump at the time of his death, but she did not know how long he had been off of it. The caller agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.